Event description:
Pacemaker was found in standby mode and re-initialized. Unipolar sensing reportedly caused myopotentials oversensing and patient's dizziness.

Manufacturer narrative:
Preliminary analysis showed that the switch in standby mode was caused by a temporary abrupt decrease of device internal power supply. Normal behavior was restored after pacemaker reinitialization.

Event description:
Pacemaker was found in standby mode and reinitialized. Unipolar sensing reportedly caused myopotentials oversensing and patient's dizziness.

Event description:
Pacemaker was found in standby mode and re-initialized. Unipolar sensing reportedly caused myopotentials oversensing and patient's dizziness.